Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the patient's blood pressure dropped and levophed drip was started to run at 18ml/hr. This medication was set-up, loaded in the pump, and attached to patient's central line 4 days prior and remained unused until the drop in blood pressure occurred. It was then noted that the blood pressure did not rise so the infusion was titrated up to 30mcg/min. There was minimal change in blood pressure, so the set was taken off the pump. However, the clinician was unable to flush the tubing, even with safety clamp being released. The levophed bag was squeezed but no subsequent dripping from the chamber was noted. A new set was primed and attached to the patient and the blood pressure returned. The drip was then titrated down to 2-3 mcg/min. Upon inspection, it was observed that the pump segment had been collapsed and stuck together at two locations. It was also reported that the device did not alarm for any error. The customer provided a picture of the involved set. Although requested, additional information was not provided.